Event description:
It was reported that the patient's left ventricular lead exhibited high capture threshold and caused discomfort due to extra cardiac stimulation. Programming changes were made. There were no patient consequences.